Event description:
Pt incurred small scratches across abdomen from clipper blade. Blade appears to be set at a diagonal within he plastic holder. Abdomen cleaned with chloraprep and dressed after surgery with polysporin.